Event description:
Device 1 of 3 (refer to MFR's report numbers 1627487-2009-00169 and 1627487-2009-00170 for devices 2 and 3). Ans rec'd the attached user facility report (B) (4) from (B) (6) on 10/21/2009. The description of the event from the med watch form states, "removal of non-functional stimulator." The returned ipg was rec'd by the MFR for eval on 11/23/2009. In addition to the returned ipg, two damaged octrode leads were rec'd with the ipg. Add'l info from the user facility report: removal of non-functioning stimulator.

Manufacturer narrative:
Eval for device 1 of 3. (Refer to MFR's report numbers 1627487-2009-00169 and 1627487-2009-00170, for the eval of devices 2 and 3, respectively). Eval results: as rec'd, the ipg header was damaged by cutting. The antenna silicone had scuff marks. There were instrument marks on the outside of the ipg case. The terminal end electrode from each lead was broken off in each header port. When the terminal end electrodes of the leads were removed from the header ports, the ipg passed functional testing. The device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the report of a non-functional stimulator could not be confirmed. The ipg passed testing. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history. (B) (4): ans eon. Stimulator. (B) (4).